Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly, however moisture damage was found on the keypad traces. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, broken battery tube threads and missing the end cap sticker.

Event description:
It was reported that the insulin pump had frequently no or intermittent response by button presses on the esc and act keys. The caller stated that the insulin pump had not been dropped or exposed to moisture. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.